Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the bellows housing is cracked and the test is not passing. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received confirming that the leak rate was less than 4.5lpm and that there was no loss of manual or mechanical ventilation and therefore the event was not a reportable malfunction. Additional information was received confirming that the leak rate was less than 4.5lpm and that there was no loss of manual or mechanical ventilation and therefore the event was not a reportable malfunction.